Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air water tube had foreign objects. There was no patient involvement.